Event description:
(B)(4) trial. It was reported that subsequent to a stenting treatment procedure the patient experienced angina and stent restenosis occurred. In (B)(6) 2010 the 90% stenosed target lesion was treated in the proximal left anterior descending artery. The lesion was predilated with a 2.50x12mm balloon catheter and a 3.50x32mm taxus liberte stent was deployed. Post-dilation with a 4.00x8mm non-compliant, unspecified balloon catheter was performed and the angiographic result was excellent. The patient was discharged on 75 mgs aspirin and clopidogrel. In (B)(6) 2012 the patient experienced a recurrence of angina and a stenosis in the ostium of the lad was noted. Revascularization with a 2.50x24mm non-bsc stent was completed. The stent was fully expanded and apposed and excellent angiographic results were achieved. The patient was discharged on the following day. It is the opinion of the physician that the event is not related to the taxus liberte stent.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).